Manufacturer narrative:
Event description continuation: suspected device is 3.5-mm-tip open-irrigated ablation catheter, however catalog and lot number are unknown. Bwi opens this complaint under thermocool smarttouch ablation catheter. Should more information be received, product for this adverse event will be modified as appropriate. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso mapping catheter, carto 3 mapping system. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient under dabigatran group developed vascular complication that required surgical intervention after radiofrequency catheter ablation for atrial fibrillation. Ligature for the branch right femoral vein as the puncture site was performed by surgeons after ablation. This patient did not require any blood products during the periprocedural period. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿differences in the activated clotting time among uninterrupted anticoagulants during the periprocedural period of atrial fibrillation ablation.¿ the purpose of this study was to evaluate change in the activated clotting time (act) among anticoagulant agents used during the periprocedural period of atrial fibrillation ablation. The study was conducted between april 2012 and august 2014. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 7 patients hematomas of puncture site under warfarin group; 4 patient pericardiac effusion under warfarin group; 1 patient transient ischemic attack under warfarin group; 2 patients cardiac tamponade under dabigatran group; 4 patients cardiac tamponade under warfarin group; 10 patients hematomas of puncture site under dabigatran group; 1 patient pericardiac effusion under dabigatran group; 5 patients hematomas of puncture site under rivaroxaban group; 1 patient cardiac tamponade under apixaban group; 1 patient gastrointestinal hemorrhage under apixaban group; 6 patients hematomas of puncture site under apixaban group;